Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the balloon was inflated outside the markerbands. The target lesion was located in the left anterior descending artery. A 4.5mmx16mm rebel stent was implanted to the lesion. Then a 5.00mm x 8mm nc emerge® balloon catheter was advanced for post-dilation. However, during inflation, it was noted that the distal portion of the balloon was inflated outside the markerbands. The balloon was deflated normally and was easily removed from the patient and the procedure was completed successfully. No patient complications were reported and the patient's status was stable.